Event description:
It was reported a filter did not appear to open completely following deployment. No retrieval was attempted. A stent was successfully placed followed by a thrombolysis procedure. The pt's condition is good and has since been discharged. The device remains implanted, therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date for this lot number. The co's follow revealed continual flushing of the carrier system during the implant procedure was not performed, which the co believes may have contributed to this event. However, the co cannot determine the exact cause for this event. The co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."